Event description:
It was reported that upon implanting of an ardis implant, the cage broke; all pieces were removed and a new cage was placed without incident.

Manufacturer narrative:
This event occurred prior to initiation of the removal action. Zimmer was not aware of this incident until the medwatch was received on (B)(4) 2013.